Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the lightsource was not working. The issue occurred, during a diagnostic otolaryngology procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h6 medical device problem code and the legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. An additional reportable malfunction was found at estimation: an e103 error. Based on the results of the investigation, the spare lamp not lighting was likely caused by a power supply unit failure and the e103 error was likely caused by the main lamp not igniting due to a faulty power supply unit; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue olympus will continue to monitor field performance for this device.